Manufacturer narrative:
Section d1: corrected section d4, catalog number: corrected section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of outflow graft obstruction could not be confirmed as no images were submitted for review and the device remains in use. A specific cause for this event could not be conclusively determined through this evaluation. Analysis of the submitted log files confirmed low flow alarms. According to the account, these alarms were thought to be related to hypovolemia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of hypovolemia could not be conclusively established through this evaluation. The system controller event log file contained events from ((B)(6) 2023, per the timestamps. Two, transient low flow hazard alarms were captured between (B)(6) 2023. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 lvas. Section 1 also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 6 of the IFU, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced unclear etiology for low flow alarms. It was noted that possible left ventricular assist device (lvad) outflow graft obstruction may have been contributing. It was also noted that the low flow alarms may have been due to a decrease in preload from effective diuresis and possible change in inflow cannula position with a change in preload and increased lvad speed. Log files were submitted for review and captured a few intermittent low flow events throughout the log. The log had very few low flows and highly variable pulsatility index (pi) values. It was later reported that the patient underwent a cardiac computed tomography (CT), and it was found that the lvad outflow graft demonstrated hypodense material at the junction of the distal segment of the gore-tex graft, and the outflow cannula likely represented thrombofibrotic exudate, causing moderate stenosis (greater than 50 percent).